Event description:
It was reported that during a shoulder arthroscopy, the shaver with burr was being inserted into patients when the mdu buttons were "bumped" and shaver started up. The patients skin was "chopped" by the burr at the lower part of the back of the shoulder near the axilla. Staff and md stated that they feel the buttons are very sensative.